Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead was explanted and replaced. No patient symptoms was reported.